Event description:
It was reported that the fiber stopped working after seven minutes. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that the fiber stopped working after seven minutes. The procedure was not completed due to this event. There were no patient complications reported.this event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Block g2: report source updated.upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection was performed and passed. Microscopic inspection showed that the fiber tip was degraded and that there was no light exciting the fiber face, indicating an internal fracture. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Functional testing was performed and confirmed that there was no aiming beam. The console displayed the following messages: please connect fiber. Followed by: please dispose applicator after usage. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A labeling review was performed on the device instructions for use (IFU). The IFU cited: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The IFU further states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. A risk review was completed and confirmed that the event of fiber stopped working was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation, which indicates expected or random component failure without any design or manufacturing issue.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber stopped working after seven minutes. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.